Manufacturer narrative:
Customer returned pump for alleged sensor signal not found and low battery alert found on (B)(6) 2021. Pump passed displacement test, sleep current measurement, active current measurement, and self test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed low battery alert in pump downloaded history on (B)(6) 2021 at time 09:04:00.000. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, cracked case-corner of belt clip rails, pillowing keypad overlay, serial number label missing, cracked retainer, and corroded battery tube. Pump passed all testing and no unexpected alarms occurred. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the transmitters battery lasts less than expected and then insulin pump informs that it cannot find sensor. No harm requiring medical intervention was reported. No further patient complications were reported.